Event description:
Power port needle accessed on patient. Upon flushing the needle, fluid was observed to be leaking from around the plastic/bend of the needle. Needle removed. New needle inserted without difficulty. Several other reports of similar occurrences happening on other units of the hospital. Case of power ports removed and vendor contacted.